Event description:
It was reported that the customer experienced a blood glucose (bg) level of 15 mg/dl. Customer consumed carbohydrates and glucagon nasal spray and was transported by emergency medical services to the emergency room (ER). Customer was treated with intravenous fluids of saline and was released from the ER 2 1/2 hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended. Additionally, the customer was using the cartridge and infusion set for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. H3 other text : device not returned.